Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04273. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned and then a 27mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed and ultimately released. The wds and was were removed from the patient. A final imaging sweep was performed and a pericardial effusion was noted. They tapped the patient to drain the fluid, although the patient was asymptomatic. The patient was stable and transferred to the intensive care unit for monitoring. There were no further patient complications reported.